Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose at device referenced was filed under a separate medwatch manufacturer report number.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the left common femoral artery was attempted using a perclose at device. Reportedly, a needle-to-cuff miss was observed. The device was removed and a second perclose at device was attempted, but another needle-to-cuff miss was observed. A third perclose at device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the device indicated the anterior and posterior cuffs captured their respective needles; however, the link detached from the swage-end of the posterior cuff during the needle plunger retraction, which would have resulted in a failure to retrieve the suture and could appear very similar to the reported needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.